Event description:
During a hysterectomy, the patient suffered bilateral labia burns and charring. Silvadene creme was applied. Site staff is unsure what may have caused the burns. The site considers the burned area to be second degree because there was some charring. No additional details made available by site. The incident device was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.